Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to the shipment. Based on the information provided to st. Jude medical, the cause for the reported incident could not be conclusively determined. A radiographic cd rom was received with the complaint. The 4 second cine imaging appeared to be a pre-deployment contrast injection through an indwelling sheath. Contrast was seen in the common femoral artery and lower extremity arteries. There were no right or left markers present on the cine, hospital identification, or patient identification. The angio-seal device instruction for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed post diagnostic coronary procedure and pre-insertion angiogram. There was no peripheral vascular disease, scarred or fibrotic tissue at the puncture site. The estimated diameter of the artery was 6mm and a 6f cordis avanti plus procedural sheath was used. Hemostasis was achieved and the patient's condition was good after the procedure. The patient ambulated 6 hours later and three days later, was discharged. The patient felt pain in the leg and groin during ambulation. The next day, the patient went to the hospital due to groin pain and a hematoma in the vascular access area. A echodoppler revealed a 2 cm pseudoaneurysm and a 5cm hematoma in the groin. The patient underwent surgery where the angio-seal components were removed and the site surgically closed. The patient remained hospitalized a few days, but is now reported to be in good condition and was to be discharged 5 days later.